Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported issue occurred during a vascular planned /non-emergency treatment. The procedure got delayed and completed by restarting the system twice. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm/table was not able to move. A review of the system log file showed malfunctioning of the geo-pc. Upon functional testing, the fse found that issue occurred due to communication between the control board of the table (smart drive height) and the pc controlling the drive system (geo ipc) was interrupted. To resolve the reported issue, the fse replaced the smart drive and geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was not moving. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.